Event description:
Reporter alleged obtaining a discrepant blood glucose result of 30 mg/dl back to back with a result of 117 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she ate dinner as normal after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.